Event description:
Specialty pharmacy: an increase in patient-reported defective auto-injector products has been reported to the specialty clinical team. Errors arise when pharmacy team members attempt to navigate the response and replacement process. The first call is to the manufacturer to report the issue, however, the manufacturer often requests to speak directly to the patient to open a case and determine if the autoinjector is deemed a true device failure. If deemed a device failure by the manufacturer, the specialty pharmacy team works alongside the patient and manufacturer to set up a replacement product shipment, to the pharmacy. Once this replacement is received by the pharmacy, determining the safest way to handle can be difficult as there are 2 choices: use a refill from the patient's prescription to process through the barcoding process for labeling, however, the reimbursement team needs to be involved so the patient is not charged, or reprint the original label and place on the replacement product, however, this bypasses all barcode/safety checks. If the manufacturer states the patient incorrectly injected the medication and it's not a device failure, the pharmacy team needs to triage how to process a replacement product to the patient, at an affordable price and in a timely manner. Another concern is what to do with the product that misfired at the patient's home. Depending on the manufacturer's guidance, either the specialty pharmacy recovers the misfired medication and disposes of it on behalf of the patient, or, the manufacturer asks for the misfired device to be returned directly to them. Misfired devices and the cumbersome processes described above most often result in patient care delays as the tum around time for replacement products is often multiple weeks after the incident is reported. (B)(6). Submission ID: (B)(4).